Manufacturer narrative:
The device has been discarded by the user facility; therefore, a failure analysis is not available. The relationship between the device and the event is undetermined. The lot number is unk. A customer shipment history review revealed three lots (8973265, 11045471, and 9795676) that were shipped to the customer prior to the event. A review of the device history record (DHR) for these lots revealed no anomalies. A search of the complaint database for lot numbers 11045471 and 9795676 did not identify any add'l complaints recorded for the same lots. However, the lot history search for lot number 8973265 did identify two similar complaints against this lot (one for bent working length and one for splintered/frayed tip). The nov 2007 15-month jagtome sphincterotome prod family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The hydratome sphincterotome prod family is included in the same trend report as the jagtome prod family since both families utilize the same sphincterotome device.

Event description:
A hydratome sphincterotome was used in an endoscopic retrograde cholangeopancreatography (ercp) procedure, on a male pt, (weight unk), in 2007. Although the pt's actual age is unk. According to the complainant, "during the procedure, the cut wire broke." The physician removed the broken device and completed the procedure with another hydratome sphincterotome. No pt complications were reported as a result of the event.